Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire w/drill tip broke during surgery resulting in the tip being implanted in the patient's bone. Additional information indicates that the wire broke due to the surgeon over torquing it when trying to remove it from the patient's bone. A backup device was available to successfully complete the surgery. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. A portion of the fluted tip broke off right before the end of the fluting where it meets the shaft of the device, there was no other other visible damage to the device other than normal wear from use. This is the location where a break would be expected. The most likely cause cannot be determined; however based on the available information, it is possible the technique utilized when trying to remove the wire applied additional forces resulting in its breakage. The product is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of fluted olive wire broke during a case and was retained in the patient's bone during a bunion procedure on (B)(6) 2021.the case was successfully completed with no report of impact/injury or case delay.